Event description:
It was reported that the patient underwent an eye procedure on (B)(6) 2023 and suture was used. The patient experienced: inflammed 2nd post-op: "injection of conj. " ou; duration of inflammation: approximately 5 months post-op; other adverse symptoms: meibomian gland plugging ou, pinguecula od; prescription: erythromicin 0.5% ophthal ointment, amoxycillin 500mg oral tablet; patient condition: fair (as of last appt (B)(6) 2024). The patient may have had injections or suture cysts at their 2nd post-op appointment. At and following the patient¿s post-op appointments, the patient may have had eyelash collarettes, blepharitis, and/or papillary reactions. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.